Event description:
It was reported that an ilet pump displayed repeated alert 38 motor stall errors during rewind and a guided dry run, despite restarts and charging, consistent with a stalled insulin delivery motor and associated mechanical drive issue. Symptoms included interruption of insulin delivery. Outcomes included the need to discontinue use of the affected pump and arrange a replacement to restore therapy. Investigation included technical troubleshooting with device restart, charging, and a dry run. Investigation of this case revealed a persistent motor stall that prevented priming and rewinding, indicating a device mechanical malfunction. It was concluded that the pump experienced a motor stall that impeded insulin delivery, and replacement was indicated.